Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported by the rep that during a laparoscopic hand assisted ileocolectomy procedure, the b5lt and cb5lt were leaking and the airflow had to be increased. The same device was used to complete the procedure. No adverse consequences reported. Devices discarded.